Event description:
Healthcare professional reported during an intraocular lens (iol) implant procedure, the intraocular lens shows a small mark, which was not caused by the injector for its implantation. No damage was done to the patient, and the cataract removal and lens placement were completed without further issues. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Photos provided show an implanted iol. There appears to be a mark or damage near the optic edge. Based on our observation of the attached photo, there appears to be a mark or damage near the optic edge. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).